Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "failure of bone to regenerate satisfactorily, development of nonunion or pseudarthrosis." Number 13 states, "reoperation to replace a component or entire frame configuration."

Event description:
Patient underwent an external fixation procedure utilizing a rotating ring. Approximately three months post-implantation, the ring moved and internally rotated the patient's bone. A new ring was used to correct the event.

Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. As returned there was not any visible damage on the rotating ring. Minor wear marks (scuffs) were present around some of the holes in the ring. After shaking and tapping the device some motion was able to be observed between the two parts of the ring. The rings were then disassembled from each other and the teeth appeared intact. The product met print specifications where measured. It is possible that the device experienced some type of wear during use that allowed the relative motion of the two parts of the ring when shaken and tapped. The root cause of the event is determined to be wear and tear from use. As this is the only complaint against the reported product, there is a high likelihood that this is a one-off occurrence.